Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension® exl¿ 200 system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc evaluated the instrument data logs. The sample was processed from a small sample container (ssc). The data profile shows that the initial sampling for tni had an atypical aspiration. This indicates there was an issue with the sample consistent with partial clots or bubbles. There was no indication of malfunction of the assay or instrument. The cause is suspected to be from sample integrity related to the filling of the ssc however this cannot be confirmed with the available data. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a dimension® exl¿ 200 system. The discordant result was reported to the physician(s) who questioned the result. A new patient sample was obtained on the same date and a lower tni result was obtained. The original patient sample was reprocessed on the same date on the same system and a lower tni result, consistent with the new patient sample tni result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.